Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with a mentor memorygel, 375cc silicone prosthesis experienced right sided baker¿s grade unknown capsular contracture post procedure. The patient reported that the implant looks like a bag, and completely different than the other breast. Patient has not consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on november 2, 2022 indicated that the patient underwent bilateral replacements with unspecified mentor implants on (B)(6) 2022. Patient had a right capsule contracture with a baker grade iii. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on feb 17, 2023 indicated that the patient had her surgery on (B)(6), 2022. Manufacturer¿s reference number: (B)(4).